Event description:
Caller reported that pump battery would not charge, and multiple attempts to resolve the issue, including using different wall adapters and cables, were unsuccessful. There was no adverse impact on the customer's blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup therapy.